Event description:
It was reported that within one day of a routine generator change out, there was high impedance on the high voltage portion of the right ventricular (rv) lead. It was noted that one of the high voltage pins was not screwed in properly. During a revision procedure, the pin was re-inserted and screwed in tightly. The device and the rv lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.